Manufacturer narrative:
Date of birth: unknown date in 1964. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause was reported as "diarrhea"; however, this could not be confirmed, therefore the cause was assessed as unknown. The patient was treated with unspecified antibiotics (doses, frequencies, and routes of administration not reported) for the event of peritonitis. Treatment was discontinued and the patient recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.